Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the front cover is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5, b3). H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented cracked tank cover, corroded drain fitting, and outdated pcb (printed circuit board) and power switch. It's the tank cover that leaks not the front cover contrary to the customer complaint. Overtightening the screws in the corners of the tank cover cause it to crack. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the user damage of the device. A DHR (device history review) was not performed because the reported problem is a known issue addressed through a supplier corrective action where the molding process was changed to reduce the tank cover bowing that results in crack and water leakage. Service history review identified this device has not been in for service previously except for restockage.

Event description:
Additional info received via email 20-oct-2022: event date updated: 09/07/2022. Event occurred during preventive maintenance.